Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC was inserted bedside using 3cg on (B)(6) confirmed with 3cg--trimmed at 47cm, inserted at 47, no negative deflection. Saturday the (B)(6) subsequent x-ray- PICC is unchanged (dictation), (B)(6) PICC tip in atrium (dictation). PICC team called to the cath lab stating PICC is in the ventricle by 6 cm, ir md also called, asks if they are symptomatic as PICC has been in 4 days¿md charted yes, patient was symptomatic. Was repositioned by ir md under flouro¿confirmed 6 cms retracted. Statement from nurse: "we had a situation with a PICC that was placed (B)(6) 2018 we were called by the rn tonight and told the chest x-ray from last night showed the PICC tip in the right atrium the patient had been having runs of v-tach no one notified us until today. I called radiology and the radiologist looked at it and told me to pull it back 5 cm. Which I did."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the tip of the PICC was in the right atrium was confirmed. Two photographs showing radiographic images on a computer monitor were provided for investigation. One image was dated (B)(6) 2018. The second image was dated (B)(6) 2018. The following review of the radiographic images was completed by a consultant. One chest radiograph was dated (B)(6) 2018 following PICC insertion. From what I see the PICC tip is overlying the right atrium at this time. The second chest radiograph was dated (B)(6) 2018. On this image, I can see the PICC in the unchanged position with its tip over the right atrium, but it is harder to tell where it is on the (B)(6) study because of the quality of the image. Therefore, I disagree somewhat with the facts of the reported event; there are no images where the PICC tip is not in the right atrium. An image of the 3cg signal was also returned for investigation. It was reported that the PICC was placed on march 30th and confirmed with 3cg with no negative deflection. A subsequent x-ray on (B)(6) showed that the PICC position was reportedly unchanged. On (B)(6), it was reported that the PICC tip was in the atrium. It was reported that the PICC was retracted 6cm. Since it was reported that the PICC tip was in the atrium and was verified with a review of the radiographic images, the complaint was confirmed; however, the cause of the reported event was unknown. Potential contributing factors include insertion technique, patient movement, and securement technique. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC was successfully inserted bedside using 3cg on (B)(6) 2018 . On (B)(6) 2018 it was confirmed with 3cg that the tip of the PICC had moved to the atrium; it was repositioned under fluoro.